Event description:
A distribution contacted zoll on (B)(6) 2015 to report that a (B)(6) female pt reported that the lifevest dug into her back and gave her sores, which caused her to have a severe reaction to the lifevest. The pt reported that she notified her doctor. The pt ended use of the lifevest.

Manufacturer narrative:
Device evaluation: there is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.